Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the mildly tortuous, moderately calcified mid left anterior descending coronary artery. After being prepped successfully outside the anatomy prior to use, a 2.5x15mm trek balloon dilatation catheter (bdc) faced resistance with the anatomy but ultimately advanced to the target lesion. The bdc was inflated once to 8 atmospheres when it ruptured. The bdc was removed without resistance, and a slightly bent tip was noted after the procedure. A 2.5x15mm non-abbott balloon was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: visual, functional and scanning electron microscopy (sem) inspections/analysis were performed on the returned device. The reported kink was confirmed. The reported physical resistance could not be replicated in a testing environment as it was based on operational circumstances. The reported rupture was unable to be confirmed; however, a tear was noted on the outer member proximal to the guide wire exit notch, which is likely what was perceived as the rupture. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that may have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported physical resistance and kink appear to be related to operational context; however, the noted tear noted on the outer member proximal to the guide wire exit notch and scratch near the proximal side of the tear appear to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
Subsequent to the initially filed report, the following information was received: the balloon dilatation catheter (bdc) did not have a kink on the tip as originally reported. However, there were kinks on the distal shaft. No additional information was provided.